Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. The device also reached end of life prematurely. The patient was stable after the event. Further information was requested, but not yet available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Correction: this supplemental report is to correct the previous supplemental report for - date received by manufacturer. The date submitted, feb 5, 2019 was incorrectly submitted and should have been submitted with feb 12, 2019.

Event description:
New information received on (B)(4) 2018 indicating that the device was explanted and replaced successfully. The patient was discharged post procedure.